Manufacturer narrative:
Sample received through pump complaint pr ID (B)(6) for investigation. No visual anomalies were observed with the returned bd extension set. A device history record review could not be performed because a model and lot number was not provided by the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following . It was reported by the customer that involved in an over-infusion. Device IV set was found empty.